Event description:
It was reported that there is a patient that has a peritoneal catheter kink three times with three different valves. Pt was transferred to a different hospital after three revisions, and underwent another vp shunt insertion.